Manufacturer narrative:
The battery pin in battery 1 was bent and unable to be removed. After replacing battery pin, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that battery connector pin on their device is broken. In this state, the device may not be able to provide defibrillation therapy, if it were needed.there were no reports of patient use associated with the reported event.

Manufacturer narrative:
Due to character limitations, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that battery connector pin on their device is broken. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There were no reports of patient use associated with the reported event.